Event description:
The customer reported that they received a loaner oes cystonephrofiberscope and the scope was still wet. The scope was not accepted since the customer would need to do microbial testing first. No pictures of the moisture were taken. The customer noted the scope also had a sticker from the previous hospital that used the scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on follow-up from the field. It was later provided the endoscope was sent back to olympus loaner-poule without cds in the hospital.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.